Manufacturer narrative:
Concomitant medical products: concomitants: 3859270 101-45-20 - 4.5mm drill bit 20mm 3910769 142-28-00 - cocr fem head 28mm +0 offset 12/14 4052026 180-01-46 - cup, cluster-hole, 46mm group 0 4120925 164-13-09 - novation element ro s/o col sz 9 4215851 180-65-20 - alteon 6.5mm screw, 20mm.

Event description:
Per a report from the legal department the patient had a right hip replacement on (B)(6) 2016. Approximately 3 years and 3 months after the initial surgery the patient had a right hip revision on (B)(6) 2019 due to a failed right hip arthroplasty with eccentric polyethylene wear and osteolysis. The doctor noted in the revision operative report that "...did a complete synovectomy of the hip joint due to extreme synovitis and mellosis. As I was doing this, I noticed that the cup moved forward and there was extreme polyethylene failure and wear of the poly." There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Added information to d7a. H6: investigation results - the patient/gxl acetabular liner involved was reportedly revised due to prosthesis wear, synovitis, and metallosis approximately 3 years and 4 months after the index surgery. However, the revised components were not returned to exactech for evaluation and no images or radiographs were provided. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. Initial submission: all fields in section f should be blank, this is a manufacturer's report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.